Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned. External and internal visual inspections of unit revealed exposed wires of right ang ext. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g jacs modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). Customer reported unit unable to hold power and would shuts off on its own - confirmed. Due to the defected right-angle ext. The pes is uncapable of holding power. It is undetermined if the unit would power off on its own since the returned right angle was not used for testing due to safety protocol. Customer reported loose connection- confirmed. Since the right-angle ext. Was damaged it is more likely that the unit would power off since the power connector (right angle) was loose.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.